Event description:
It was reported that a ez35b was used during an unknown procedure. It was reported by the affiliate that the firing handle jammed after firing. The surgeon had to force open the handle. There was no consequence to the pt.